Event description:
It was reported that the device had error code 571.6241. There was no patient involvement. A copy of the medwatch report from FDA was received, which states, ¿ the six alaris etco2 devices that were sent out (three devices returned, waiting on the other three). All six devices had the same verbiage for the problem and repair. Please see below. Error codes 571.6241 is confirmed due to ferrite cable backed off from power supply connector. Reconnected cable from oridion pcb to j3 of power pcb. Performed preventative maintenance with the passed result. The six serial numbers of the down etco2 modules are (B)(4). These devices are four months old, placed in service in june 2023. Six failures of our thirty devices is a 20% failure rate." A copy of the medwatch report from FDA was received, which states, ¿13 alaris 8300 etco2 devices have had the same failure with error code 571.6241.the devices serial numbers experiencing this issue are - [13 serial numbers redacted] 1st unit: (experienced issue second time after being repaired by vendor), 2nd unit: (experienced issue second time after being repaired by vendor), 3rd unit: (repaired - currently being investigated by bd)."

Manufacturer narrative:
Report source other #cont:(B)(4), correction: describe event or problem, additional information: related report number grid.

Manufacturer narrative:
UDI related data quality updates only. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI) # field.

Event description:
It was reported that the device had error code 571.6241. There was no patient involvement. A copy of the medwatch report from FDA was received, which states, ¿the six alaris etco2 devices that were sent out (three devices returned, waiting on the other three). All six devices had the same verbiage for the problem and repair. Please see below. Error codes 571.6241 is confirmed due to ferrite cable backed off from power supply connector. Reconnected cable from oridion pcb to j3 of power pcb. Performed preventative maintenance with the passed result. The six serial numbers of the down etco2 modules are: (B)(6). These devices are four months old, placed in service in june 2023. Six failures of our thirty devices is a (B)(4) failure rate." A copy of the medwatch report from FDA was received, which states, ¿13 alaris 8300 etco2 devices have had the same failure with error code 571.6241. The devices serial numbers experiencing this issue are - [13 serial numbers redacted] 1st unit: (experienced issue second time after being repaired by vendor), 2nd unit: (experienced issue second time after being repaired by vendor), 3rd unit: (repaired - currently being investigated by bd)."

Event description:
It was reported that the device had error code 571.6241. There was no patient involvement. A copy of the medwatch report from FDA was received, which states, ¿ the six alaris etco2 devices that were sent out (three devices returned, waiting on the other three). All six devices had the same verbiage for the problem and repair. Please see below. Error codes 571.6241 is confirmed due to ferrite cable backed off from power supply connector. Reconnected cable from oridion pcb to j3 of power pcb. Performed preventative maintenance with the passed result. The six serial numbers of the down etco2 modules are (B)(6). These devices are four months old, placed in service in june 2023. Six failures of our thirty devices is a 20% failure rate."

Manufacturer narrative:
Correction: describe event or problem. Report source other FDA notified?

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 571.6241. There was no patient involvement.